Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the device was at elective replacement indicator (eri) at explant and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The safety state fault was confirmed and was determined to be most likely due to the electrocautery the device was subjected to during the explant procedure. The loss of capture reported during the explant procedure was determined to be most likely due to the device reverting to unipolar mode.

Event description:
Boston scientific received information that prior to the device change out procedure for normal battery depletion there was a successful interrogation of the device. During the procedure when the physician took the device out of the pocket pacing inhibition occurred for a few seconds. When the device was placed back in the pocket pacing resumed. The device was then re-interrogated and a warning message appeared indicating a non-recoverable fault had occurred and that the device's functionality was permanently limited. Boston scientific technical services (ts) was consulted and discussed that the fault code indicated the device reverted to unipolar which explained the loss of capture when it was taken out of the pocket. It was also noted that electrocautery was used during the procedure which may have contributed to the fault being triggered. The device was explanted and planned and returned for analysis. No adverse patient effects were reported.